Event description:
Event description guidant received information that this ventricular lead was noted to have a loss of capture at a follow up appointment. The physician's thought it was due to an old myocardial infarction. The ventricular lead was found to be dislodged and was then explanted and replaced. The patient had no adverse effects.